Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power switch became stuck since 5 years have passed since the device was manufactured / delivered and became worn, leading to failure due to repeated use over time. In addition, the endoscopic image not appearing when using 180 series endoscopes likely occurred due to operational amplifier failure. However, there was a design change to address the operational amplifier circuit on the board. The products included within this design change began shipments in june 2018. Per the manufacture date (see h4), the subject device of this report was manufactured prior to the design change. Per the legal manufacturer, the other issue identified in the initial report (worn-out video connector pin) has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a worn-out pin was found inside the video connector. A new switch version was found on the device. During the electronics inspection, a faulty patient board set was found. No image was observed on the 180 scope. No other issues were found during the device inspection. The unit passed the electrical safety test. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility sent a video system center to olympus for an annual inspection. No patient involvement or injuries were reported. No additional information has been obtained.